Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Same as mfg# 2134265-2010-00869. It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous left superficial femoral artery. Vascular access was obtained through the right femoral artery, with a contralateral approach. The sterling es pta, 4mm x 20mm balloon dilatation catheter, was being used to dilate the lesion, however upon the first inflation to 8 atms for 30 seconds, a balloon rupture occurred. The device was removed and replaced with a sterling es pta, 4mm x 40mm balloon dilatation catheter, another rupture occurred upon the first inflation at 8 atms for 30 seconds. The device was removed and the procedure was completed with a symmetry 5mm x 4cm. Post dilation was completed with a sterling 6mm x 10cm. There were no patient complication or injuries reported. The patient status is listed as 'good'.